Event description:
The customer identified that sodium (na) results from an advia 1800 instrument did not match the result from a different system in the laboratory. The customer did not report na results from advia 1800 system. There are no known reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
The siemens technical support center (tsc) advised the customer to change the electrodes of the ise module. A siemens field service engineer (fse) was dispatched to the customer site. The user confirmed that the old electrodes were not properly conditioned before installation. The fse confirmed that the ise module is fully operational after the electrodes were changed. The instrument is performing within specifications. Further evaluation of the device is not required.